Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the patient was admitted to the hospital with syncope and that there was intermittent loss of capture observed along with no pacing and it was suspected that the lead was fractured. There was blood observed in the header of the device. The lead was difficult to disconnect from the device. The device was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.